Event description:
Healthcare professional reports lower than expected act results with the hemochron response coagulation system. Hemochron response generated act result of 200 seconds with test well 2, which was lower than expected. A comparison test performed on a second hemochron response instrument generated result of 350 seconds. Target time: 350 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Act tube lot# f3fte126. Method: actual device evaluated (instrument). Process evaluation performed. No related ncmr's identified for this instrument. Cuvette device history records reviewed and found to meet specifications. No current complaint trends identified. Result: complaint was not confirmed through the instrument evaluation. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.